Event description:
According to the reporter during laparoscopic video-assisted thoracoscopic lobectomy, when transecting the vessel, the device was unable to fire. The surgeon was able to press the green button however, couldn't squeeze the handle. Another reload was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.